Event description:
It was reported with the use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was 26 instances of embedded foreign matter in the stoppers, 4 instances of foreign matter on the stoppers and 7 instances of defective stoppers.

Manufacturer narrative:
The following field has been updated due to corrected information: describe event or problem: it was reported with the use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was 26 instances of embedded foreign matter in the stoppers, 4 instances of foreign matter on the stoppers and 7 instances of defective stoppers. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding and foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and defective stopper molding and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective stopper molding and foreign matter was observed. Based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded fm was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was an issue with foreign matter and the stoppers were defective.